Event description:
The pt was undergoing thrombolytic therapy with a history of severe vascular disease. The md ordered heparin at 200 units per hr and pt received 200cc per hr due to operator error in setting the ivac (alaris) signature edition, volumetric infusion pump. The error was discovered when the infusion was complete in 1-1/4 hrs. The pt suffered an intracerebral hemorrhage several hrs later. The family elected to give palliative care, and the pt expired seven days later.